Event description:
Irritation - vagina [vulvovaginal discomfort]. Irritation - tampon [medical device site irritation]. Tampon falling apart [device breakage]. Defective applicator [device physical property issue]. Consumer reported via e-mail that applicators are defective are tampons are falling apart. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Irritation - vagina [vulvovaginal discomfort] .irritation - tampon [medical device site irritation]. Tampon falling apart [device breakage]. Defective applicator [device physical property issue]. Case narrative: consumer reported via e-mail that applicators are defective are tampons are falling apart. No serious injury reported.

Event description:
Irritation - vagina [vulvovaginal discomfort] irritation - tampon [medical device site irritation] tampon falling apart [device breakage] defective applicator [device physical property issue] case narrative: consumer reported via e-mail that applicators are defective are tampons are falling apart. No serious injury reported.

Manufacturer narrative:
An investigation is in progress for returned product received on august 26, 2022.